Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction noted in the complaint: user's test strip had poor storage, user han an inaccurate reference, user reused test strip, user's test strip had poor fill. Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification ((B)(6) 2013).

Event description:
Consumer complaint of blood result reading of "lo" customer tried testing twice and he received "lo". Customer states he is feeling ok. No adverse event reported.